Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir contains big bubbles that are difficult to clear. The customer's blood glucose reading was 310 mg/dl at the time of incident. Troubleshooting found that the customer needed to insert another reservoir and provided assistance with this and rewinding the pump. The customer was advised that the reservoir would be replaced and to return the product for analysis.